Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2014 with the following findings: a review of the pump black box data revealed two losses of prime associated with low, non-zero forces. During testing, the pump was exercised for 24 hours with no duplicated loss of prime warnings. The force sensor calibration was low and did not measure within specifications. The pump case was removed, and the force sensor resistance was within specifications. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.